Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to evaluate the au680 analyzer. The fse determined the failure mode is a defective buffer valve. Replacement of the buffer valve resolved the issue. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).